Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the arm which is off label usage of the device, on(B)(6) 2024. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - addition information. G3 date received by mfg - addition information. G6 type of report - addition information. H2: additional information/ device evaluation - addition information. H3: device evaluation by manufacturer - addition information. H6: adverse event problem - addition information.

Event description:
It was reported that a wire/needle/cannula damaged or missing occurred. The sensor was inserted into the arm which is off label usage of the device, on (B)(6) 2024. Product was provided for investigation. An external visual inspection was performed and failed. The allegation was confirmed due to the finding of a missing sensor wire. The probable cause could not be determined. No injury or medical intervention was reported.